Manufacturer narrative:
Insulin pump was received with missing retainer, reservoir tube o-ring missing, scratched case, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. Insulin pump was also received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, serial number label fading, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Customer's blood glucose was unknown at the time of the incident. It was reported that the insulin pump was broken in the reservoir hatch and the rail of the clip. The insulin pump was returned for analysis.